Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The no-image problem was due to a faulty charge-coupled device. During the evaluation of the device, it was noted that the cable was deformed in several sections. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the high definition autoclavable camera head had no image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged coupled device. The root cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.